Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sharp chest pain with inspiration on the second day post implant. The right atrial (ra) lead exhibited high thresholds in the bipolar and loss of capture in the unipolar pacing. Atrial lead perforation was suspected and the revision of the lead was planned for the same day and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.